Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45108. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 3/9/2021. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 9/9/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.7 mmol/l (354.6 mg/dl) while wearing the pod between 24 and 36 hours on the arm. A correction was administered using the pod but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.